Event description:
During a coronary stent procedure, the shaft of a 2.5x18mm xience xpedition rx stent bent as it was introduced into the tuohy connector. The device was advanced across the targeted lesion w/o resistance. Prior to deployment, blood was discovered in the proximal lumen of the stent. The entire system (guide catheter and stent) was removed. The shaft of the stent was broken into pieces with both pieces retained in the guide during removal. The guide was flushed and another like stent was deployed with no adverse event and the pt left the lab in stable condition.